Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced worsened incontinence, urinary leakage, pelvic pain and dyspareunia.according to the physician, the patient was only seen once after the procedure on (B)(6) 2010. The patient complained of left-sided pelvic pain; however, it was improving. The examination was normal otherwise.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.